Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, lot#: unknown, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal therapy via an implantable pump. The drug, dose, and concentration were unknown. It was reported that a revision of the spinal catheter occurred in 2018 (no further date specified). The cause of the issue was unknown. It was unknown if the patient experienced any symptoms. It was unknown if any diagnostics/troubleshooting were performed. It was unknown when the patient first started experiencing the issue associated with the 2018 catheter revision. The segment from the revision was discarded by the customer. The pump and catheter implant dates were unknown. The catheter model number and lot number were unknown. The patient¿s weight at the time of the event was unknown.